Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during percutaneous coronary intervention, catheter entrapment on guidewire occurred. The 99% stenosed target lesion was located in the moderately calcified and moderately tortuous obtuse marginal artery. A 1.20mm x 8mm emerge balloon catheter was advanced and the balloon was first inflated 18 atmospheres. Then the physician attempted to remove this device but it got stuck with a non-bsc guide wire. The device was removed intact. The procedure was completed with a 15mm x 1.25mm non-bsc balloon catheter. No patient complications were reported and the patient's status was good.